Event description:
Patient called in to report receiving a defibrillation shock. The patient received a "preparing to shock alert" but could not get to the alert button in time to divert the shock. Customer care asked how the patient was feeling and the patient could not give a direct response. While still talking to the patient, the patient yelled in pain and customer care advised the patient to immediately hang up and call 911. The patient went to the hospital to receive medical treatment. Patient was admitted to the hospital as of (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was observed damage and all gel was fired/deployed during the event. The returned therapy cable failed electrical safety during initial evaluation test due to deployed gel contamination. The wcd system performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, the patient received a "preparing to shock alert" but did not reach for the alert button in time to divert the shock.